Event description:
Got silicone implants (B)(6) 2018 under the muscle. In late 2019 I would have daily chest pains that were sharp. Then on or around (B)(6) of 2020 I started getting red spots all over my skin. I saw four different doctors and specialists and had blood work done numerous times just to be told everything is normal. I quite literally was completely inflamed all over my body. The dermatologist said that I was suffering from chronic inflammation. Yet no treatment was given any kind of relief. (B)(6) 2022 I went through with a breast explant and within hours after removal my skin got color back into it, oils back into my dry scaly skin and my lymph nodes were back down to normal size. I'm almost two months post op and my skin spots that I've been dealing with for two years is finally clearing up. The capsule around my implant had calcification on the bottom sides of both. The type of implants I had were allergan natrelle gummy 495 cc on both sides. FDA safety report ID # (B)(4).